Event description:
Rep reported, that this device would not establish telemetry with a programmer, although it did show a bol response to the magnet application.

Manufacturer narrative:
This pacemaker did not show a sign of a material or manufacturing problem. The pacemaker obviously went into a safe backup-mode caused by some sort of external influence (emi).